Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in the helix housing but no abnormalities were identified. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Additionally, a stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) device, experienced a ventricular tachycardia (vt) storm which began in the monitor zone and therefore, did not receive treatment per device programming. The episode then accelerated into the vt treatment zone where anti-tachycardia pacing (atp) and shock therapy was delivered but it was unsuccessful to convert it. Later, the arrhythmia self-terminated. Rhythm acceleration was also noted as part of the clinical observations, and it was discussed that a defibrillation threshold (dft) test was performed days prior with successful cardioversion of vt. Data analysis determined that sensing appeared appropriate during the episode and pacing, and shock impedance values were found to be in range, with optimal intrinsic amplitude and threshold measurements. Programming recommendations were provided, but ts advised that all programming changes would be a clinical decision. The patient was evaluated in the hospital and surgical intervention was later performed to explant and replace the ICD device and this rv lead. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the patient with this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) device, experienced a ventricular tachycardia (vt) storm which began in the monitor zone and therefore, did not receive treatment per device programming. The episode then accelerated into the vt treatment zone where anti-tachycardia pacing (atp) and shock therapy was delivered but it was unsuccessful to convert it. Later, the arrhythmia self-terminated. Rhythm acceleration was also noted as part of the clinical observations, and it was discussed that a defibrillation threshold (dft) test was performed days prior with successful cardioversion of vt. Data analysis determined that sensing appeared appropriate during the episode and pacing, and shock impedance values were found to be in range, with optimal intrinsic amplitude and threshold measurements. Programming recommendations were provided, but ts advised that all programming changes would be a clinical decision. The patient was evaluated in the hospital and surgical intervention was later performed to explant and replace the ICD device and this rv lead. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.